Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was "maybe a wiring problem or something" that resulted in a "wire" needing to be replaced. The patient indicated that the "wire" was replaced when they had a previous ins implanted, but it was unclear as to which ins it was.  No symptoms were reported.